Event description:
It was reported that the pt felt a burning sensation at the implantable neurostimulator down to the tined lead in march. In april the ins had been switched off for a week and the burning sensation stopped. When the ins was turned back on the burning sensation started again. The tined lead was removed. The physician noticed there was a sort of discontinuity between electrode 0 and the silicon insulation. Further info is being requested.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when additional info is received from the hcp.